Event description:
It was reported that the patient experienced body not getting insulin after inserting infusion set, and after they replace the infusion set, bg goes down which leads to high bg treated with correction bolus via pump on (B)(6) 2025.

Manufacturer narrative:
Initial 1 of 2. Based on the available information, this event is deemed to be a serious injury. Request was performed for additional information including lot number; however, lot number was invalid. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.